Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''general risks - failure - balloon burst'' was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the 23mm commander delivery system balloon burst due to severe stj calcium''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall, even a low implantation pressure, through mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the valve was deployed and upon full expansion, the 23mm commander delivery system balloon burst due to severe sino-tubular junction (stj) calcium. The patient had mild calcium in the landing zone. There was some paravalvular leak (pvl) noted and the valve look expanded but not fully. It was decided to go back in with new delivery system and post dilate the valve. Full expansion was achieved and the pvl was resolved. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. The balloon had +1cc extra volume added prior to inflation. There was no difficulty withdrawing the first delivery system and no patient injury. The device will not be returned for evaluation.